Manufacturer narrative:
E1: initial reporter phone no. - (B)(6) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized or treated for peritonitis. The cause of peritonitis was unknown. At the time of this report, the pd catheter was removed, and the patient¿s outcome was not reported. No additional information is available.